Event description:
During inflation of a heavily calcified and stenosed aortic valve, balloon ruptured after 3 seconds of inflation. Account could not pull balloon out of the 8fr sheath easily, only part of the balloon was pulled out of the sheath. The distal tip and half of the balloon appeared to be outside of the sheath and almost wrapped around the sheath so that the balloon would not come out without pulling the whole sheath and balloon out together through the artery. This resulted in a femoral artery laceration that did not stop bleeding even after upsizing to a 12 fr sheath, patient was taken to operating room for surgical repair. An inflation device was used, atm at burst is unknown, the balloon burst circumferentially. This is the second tyshak ii used to complete this procedure, the first tyshak ii also burst; the first burst is noted in (B)(4), (MDR 1318694-2013-00011).

Manufacturer narrative:
The sample performed according to specification. The labeled rbp for this device is 2.0 atm. The sample catheter did not burst until 3.5 atm and it was a longitudinal burst. The catheter was then removed from an 8fr introducer with no issues. As stated in the report, this device was being used in a heavily calcified aortic valve which is an off label use. This catheter is only approved for pulmonary valvuloplasty. It is also stated that they do not know what the atm was when the device burst. Circumferential bursts are typically seen with over pressurization.